Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and cursor do not align up on the analyzer screen when trying to be used. Reseated connection between overlay and xy board and calibrated stylus. Analysis was unable to confirm the customer comment that the analyzer would not open during a programming session. The analyzer operated as it's supposed to and passed functional and final tests. The plastic standoff between the link electronic module (lem) and micro processor unit (mpu) board was replaced and the lem board was reseated. It was also noted that the media bay door latch was missing, the device failed the left antenna test, the display lower hinge plate was missing hardware/screws and the radiofrequency head cable was damaged but functional. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to interrogate a device as the analyzer would not open during a programming session. The user was unable to toggle between the device and the analyzer. It was also reported that the stylus was replaced recently but the user still has problems opening certain pages during checks. The programmer was returned for service. There was no patient involvement.